Manufacturer narrative:
At the time of this investigation, the device history record could not be verified as a lot number was not provided. A sample was not returned for evaluation; therefore, a root cause could not be determined. We will continue to monitor complaint trends and utilize the information as part of continuous improvement.

Event description:
Customer reported that when staff tried to activate the heal warmer for a patient, the heal warmer burst. It's reported that it was already under pressure from it already being activated which caused the heal warmer to burst. There was no injury or adverse effect reported.